Event description:
It was reported that patient went in for an adjustment 3 weeks ago. The doctor started from zero again and created a new group of settings due to patient not feeling like they were getting the full benefit of the dbs (deep brain stimulation). Patient rep has been monitoring patient since the adjustment and they are doing significantly worse. The nurse told patient to try and increase the stimulation on each side. Today, patient rep was on the phone with patient's husband and they noticed that the handset defaults to the group patient is on right now, which is group a, and it looks wrong. The patient is unable to go up or down on the left side. The dbs nurse thinks it reverted to an old setting. Patient rep is wondering if the settings were not saved during previous adjustment. Agent reviewed that if there is an option on the handset screen to revert therapy, it could take the patient back to previous programming. Patient's husband will double check the handset to make sure therapy is on. The patient was redirected to their healthcare provi der to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.